Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report of revision of ipg due to ¿no communication¿ with ipg was confirmed. Analysis of the returned ipg found the device was inoperable. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition occurred on the day of the unrelated procedure due to a stuck processor. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention may take place to address the issue.